Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. Patient was treated with antibiotics and hospitalization. In turn, surgical intervention was undertaken wherein the system was explanted on an unknown date in 2021. Infection has reportedly resolved.

Manufacturer narrative:
Reportable aware date was updated from (B)(6)2022 to (B)(6)2022 when rep had become aware of infection.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics and hospitalization. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.